Manufacturer narrative:
The pump was received with operating currents within specification, and passed the selftest, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No external ram crc error alarms or unexpected restart alarms were noted. The pump was received with multiple displayable history alarms in the history screen due to a corrupted history file. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received history check failed alarm, unexpected restart alarm and external ram error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.